Event description:
It has been reported that during a general surgery procedure, using a unknown generator, the blade tip broke off. No patient consequence were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.